Event description:
It has been reported to philips that, system would not boot up, hard shutdown at least 3 times but device stuck at the reboot stage. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the flexvision pc was not starting up during the system boot-up process. Troubleshooting actions showed a problem with the flexvision pc. As a temporary solution, the fse performed a manual start and left the system on while the customer was waiting for a replacement flexvision pc. After replacing the flexvision pc and both hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.